Event description:
A cannula fire was initiated by a source other than (external to) the oxygen concentrator. The specific source of ignition has not yet been identified, although it is suspected to have been a cigarette. The pt reported hearing a 'pop'. The fire ignited the cannula and burned the face of the pt where there was contact with the cannula. The oxygen concentrator was operating at the time the cannula fire was initiated. The homecare dealer reports that the unit continues to operate properly and all alarms are in working order. The unit was returned to the factory for evaluation.